Event description:
Note: date of event is unknown. On december 20, 2005, it was reported to boston scientic corporation that a esophagogastroduodenoscopy (egd) with closure of an ulcer using a hemostatic clipping device occurred. According to the complainant, when the device was closed and deployed, the clip broke into three pieces and fell into the patient's stomach. The pieces were retrieved. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. It was not possible to identify any potential lot for this product; therefore, no device history record review was possible. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.